Manufacturer narrative:
The pump passed displacement test and self-test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at u1 keypad assembly. Pump error 4 confirmed in pump history due to software error. Pump failed the self-test due to lack of vibration. Lack of vibration isolated to harness assembly vibrator. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor arm unable to communicate with main arm and hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was 6.5 mmol/l. Troubleshooting was performed. Customer advised they were able to rewind the insulin pump. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.